Manufacturer narrative:
Citation: jacob elrod, shane prejean, hussein abu daya, thomas watts, jared kato, ashley reed, robb l. Romp, gregory von mering, kyle eudailey, mark a. Law, mustafa ahmed, suprasternal approach to transcatheter aortic valve replacement in a complex congenital pediatric patient presenting with cardiogenic shock, cardiovascular revascularization medicine, volume 21, issue 11, supplement, 2020, pages 39-42. Https://doi.org/10.1016/j.carrev.2020.04.032. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) year-old male patient with heterotaxy syndrome with levocardia, polysplenia, left atrial isomerism and complete atrioventricular canal variant who underwent the implant of a medtronic 29mm evolutpro transcatheter aortic valve. After the implant an electrocardiogram (ECG) indicated a brief cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and return of spontaneous circulation was confirmed. No additional adverse patient effects were reported.